Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a 550:320:654:0000 was discovered and confirmed by baxter personnel in the pump's event history. This condition was caused by disconnected speaker harness. This condition was resolved at the facility by replacing speaker harness. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 550:320:844:0000 during device evaluation upon power up. The root cause of this condition was determined to be a disconnected speaker harness, indicating that the device failed to audibly alarm for this condition. There was no patient involvement and therefore no patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.